Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Examination of the returned device revealed that the catheter distal femoral marker has peeling. The complaint device returned with plastic bag containing a white particle. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that peeling occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex (cx). An opticross¿ was selected to visualize the target lesion. During a percutaneous coronary intervention, the physician removed the catheter from the patient after performing the 1st pullback. The physician then found out that a foreign object was on the drape. The physician checked the catheter shaft and noticed that the coating had been peeled. There is a possibility that the foreign object was part of the coating on the distal shaft of the opticross. The procedure was completed with another with same device. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that peeling occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex (cx). An opticross was selected to visualize the target lesion. During a percutaneous coronary intervention, the physician removed the catheter from the patient after performing the 1st pullback. The physician then found out that a foreign object was on the drape. The physician checked the catheter shaft and noticed that the coating had been peeled. There is a possibility that the foreign object was part of the coating on the distal shaft of the opticross. The procedure was completed with another with same device. There were no patient complications reported and the patient's status was good.